Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a kidney biopsy, the first slide of the device allegedly self activated while attempting to prime the second slide. It was further reported that the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: both slides were in their initial positions. There were no visual anomalies noted on the device or needle tip. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to freely move and lock into place. While priming the bottom slide the top slide released, leaving the bottom slide in the primed position and the top slide in the initial position. An x-ray was performed on the device and it showed that the cannula tangs were not fully engaging when the top slide was primed. This likely caused the cannula to release without being triggered. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. The cannula spring was observed to be an incorrect component. It was noted that the cannula tangs did not have enough space to fully lock into position. There were no other anomalies found. Medical records review: medical records were not provided; therefore, a medical records review could not be performed. Image/photo review: images/photos were not provided; therefore, an image review could not be performed. Conclusion: the investigation was confirmed for self-activation, as the cannula tangs did not engage properly, and the device self-activated during functional testing. The investigation was also confirmed for nonstandard device or device component as the cannula spring was found to be the incorrect component. The root cause of the nonstandard device component was determined to be manufacturing related, as the device was assembled with an incorrect cannula spring. The definitive root cause of the self activation could not be determined based upon available information. An investigation is currently underway for the self activation, as well as incorrect component. Labeling review: the current jifu ((B)(4) instructions for use) states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Never test the product by firing into the air. [Damage may occur to the needle/cannula tip] unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. [A bent specimen notch may interfere with the needle function.] Post-biopsy patient care may vary with the biopsy technique utilized and the individual patient's physiological condition. Observation of vital signs and other precautions should be taken to avoid and/or treat potential complications that may be associate with biopsy procedures. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Verify instrument is energized. Do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Malfunctions and adverse events: adverse events: hematoma , hemorrhage , infection , pain , perforation , pneumothorax , adjacent tissue injury, air embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a kidney biopsy, the first slide of the device allegedly self activated while attempting to prime the second slide. It was further reported that the procedure was completed with another device. There was no patient contact.